Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the patient report the active electrode migrated postoperatively outside of the cochlea, as confirmed by post-operative diagnostic imaging. The concerned device has been explanted. Damages found during investigation are attributable to the removal surgery. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
In july 2019 the recipient felt her hearing with the device had gotten worse. During a subsequent fitting there was no hearing sensation on several basal electrodes, therefore they were disabled and the user reported better hearing. The recipient was re-implanted with a new device. The original device could not be re-inserted as scalpel scratches were found over the surface of the electrode array. The first fitting with the new device was carried out in november of 2019. All channel were active and provided good hearing sensation.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In (B)(6) 2019 the recipient felt her hearing with the device was worse. A fitting was done in (B)(6) 2019 and it showed no hearing sensation in several basal electrodes, therefore they were disabled and the user reported better hearing.